Manufacturer narrative:
(B)(4). Pt age: the patient was born on an unreported date in 1984. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Twenty-six days after hospitalization started, the patient was discharged from the hospital. It was reported that the patient has recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available.